Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed no delivery and they stated a high blood glucose level of 540 mg/dl. The customer treated with insulin pump bolus. Customer declined to troubleshoot for high blood glucose. Customer stated that they found the infusion set cannula was bent. Customer also declined to troubleshoot for the issue and stated they have change the set and everything appeared to be working. Customer was advised to change the infusion set, reservoir and insulin. The product will not be returned for analysis.